Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device was unable to be interrogate via radiofrequency telemetry during a remote follow-up. Upon interrogation, the device was found to be at elective replacement indicator (eri) voltage level. Premature battery depletion could not be ruled out. Due to the health of the patient, defibrillation therapies were disabled and no additional intervention will be performed. The patient was in stable condition.